Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 12 out of 12 returned display boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Device inspection: physical inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 12jan2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 23nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed one production failure record was opened for the source device.

Event description:
It was reported that allegedly the led display segment was dim for thirteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.